Manufacturer narrative:
The insulin pump was received with missing retainer and minor scratches on lcd window. The insulin pump was unable to perform displacement test due to missing retainer. The pump was received with scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture and missing end cap address label and scratched casing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damage on the front side of the pump. The customer stated that the screen is scratched. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.